Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's hcp that the customer got hospitalized due to high blood glucose and dka with blood glucose of 400 mg/dl at the time of the incident. The customer was unable to use the pump that night as the keypad was unresponsive. The customer was not wearing the insulin pump during the incident within 48 hours. Troubleshooting was not completed due to the keypad issues. No further information was provided. The insulin pump will not be returned for analysis.